Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced recurring incontinence since the original implant procedure, believed to be due to an oversized cuff. Troubleshooting measures were performed but were not successful; therefore, the patient underwent a revision surgery to remove and replace the cuff. There were no further patient complications.